Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was set and used as usual. The device worked fine until in the middle of the procedure that the device was not latched and could not be used. The device was inspected, and a piece of plastic fell off of the device. Nothing fell into patient's cavity. A new device was opened, and the procedure was completed without further issue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual and mechanical testing found a broken latch that was not working properly. The reported condition was confirmed. The device was disassembled and investigation found that the hand lever tine was broken, making it impossible to latch or unlatch the handle. The broken hand lever tine was not returned. This damage made it impossible to close the device jaws for tissue sealing. This kind of damage is similar to what is seen when the user forces the latch open when the latch becomes unresponsive due to the device being left latched for an extended period of time. The investigation identified the root cause of the reported event to be user error. The user is advised to not leave the handle latched when the device is not in use. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was set and used as usual. The device worked fine until in the middle of the procedure that the device was not latched and could not be used. The device was inspected, and a piece of plastic fell off of the device. Nothing fell into patient's cavity. A new device was opened, and the procedure was completed without further issue. There was no patient injury. The broken piece was scrapped on site and was not available for return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.